Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. According to the investigation details, the device registered hot during testing. The contact pins in the motor cartridge appeared burnt and the rotor assembly was jammed in the motor assembly. The motor cartridge and rotor assembly will be replaced.